Manufacturer narrative:
Philips has investigated this complaint. Upon functional testing, the connection between the wireless base station and wireless footswitch is lost. The field change order has been approved for this issue and it will be implemented lately. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated medical device correction (z-0649-2022). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, there was an intermittent issue with wireless footswitch. System was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.